Event description:
It was reported that during intramedullary tibia nailing procedure the tip of the forceps was found to be bent out of alignment. A competitor backup was used to complete the procedure. Delay reported was less than 5 minutes.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.